Manufacturer narrative:
Root cause of this event is uncertain; however, review of damage to the underside of the returned lock screw as well as the extreme rod angulation viewed in the radiographs provided suggests that proper rod normalization was not achieved prior to locking the screw, creating uneven upward force on the lock screw. This hinders proper locking and may be the result of a factor of surgical technique or an anatomical characteristic of the patient. Revision included replacement of the lock screw. No patient injury was reported. Labeling review: "...care should be taken to insure that all components are ideally fixated prior to closure." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed." "...all lock screws should be final-tightened with the counter-torque and torque t-handle. Do not final-tighten through compression instruments (e.g. C/d rack and figure 8 compressor) in the set, as the rod may not be able to normalize to the tulip. Be cautious not to over compress or distract as you can loosen the screws in the spine and potentially pull out the screw. The bulleted portion of the nose of the rod and the faceted portion of the rod (where the inserter locks down on the rod) must extend fully outside of the most inferior or most superior tulip on the construct. The set screw cannot be locked down on this unusable portion of the rod, as this may compromise the stability of the construct. All set screws should be final-tightened with the counter- torque and torque t-handle. Do not able to normalize to the tulip. Cross connectors are designed specific to the rod diameter and cannot be used on the tapered section of tapered rods. If using cross connectors on tapered rods, only attach them on constant diameter rod sections. All set screws should be final-tightened with the counter- torque and torque t-handle. Do not final-tighten through compression instruments in the set, as the rod may not be able to normalize to the tulip." "...post-operative warnings: during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques."

Event description:
An (B)(6) year old male underwent a procedure with posterior fixation from l4-s1 on (B)(6) 2015. During a follow up x-ray it was discovered a set screw backed out at s1. A revision surgery took place on (B)(6) 2016. The set screw was replaced. No patient injury was reported.